Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: in the event it stated that the device was used. Does this mean that the device has been used in previous procedures? Were the staples malformed? At what firing did the issue occur?

Event description:
It was reported that during an unknown procedure, in a used endocutter the surgeon has activated a gold cartridge that didn't form well and the endocutter didn't cut. Another like device was used to complete the procedure. There were no adverse consequences for the patient.